Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be cracked or crushed valve caused by incorrect air pressure setting. The device was not returned for evaluation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the foley catheter product ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the foley statlock frayed and it was not working. Stated that design flaw and twice torn a hole wear the foley and regular tube come together. Customer put gorilla glue in there to keep it working. Stated that torn right through and run to the emergency room found that the foley balloon collapsed. The customer had hooked the strap through the stat lock and rigging it by themselves.